Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was failing frequently due to incorrect firmware. A field service engineer (fse) updated the firmware, after which the device functioned properly. The device was tested in diagnostics and verified by the customer, confirming normal operation and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 3.1 ir5n storage space failed and drawer 1 cubie pocket contained tamsulosin ER 0.4 mg capsule was displaying a device not detected on bus error. The customer attempted a hard reboot by unplugged the machine; however, the cubies continued to register the same error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.